Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 88827 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was stated that bd vacutainer® k2 edta (k2e) plus blood collection tubes had embedded foreign materials when initially used.